Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ prn adapter leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer (animal clinic) reported that leakage occurred."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 3/11/2021. Investigation: a device history review was conducted for lot number 9193981. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Due to current customs laws in (B)(6) sample could not be obtained at the manufacturing facility for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. The defect photo also were returned from the customer. No abnormality were observed on the defect photos.

Event description:
It was reported that the bd¿ prn adapter leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer (animal clinic) reported that leakage occurred."